Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The colonovideoscope exhibited a whitish foreign material. Was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e1(telephone number must be removed), e2 and e3. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. The foreign material may have been unremoved because the device was not reprocessed properly by the following leak: leak occurred from the switch 1. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.